Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in used condition. The battery compartment latch was broken. There was no evidence in the event log to support the reported product problem (dsl error). An occlusion and pressure test was performed. The reported dsl/dso error was not replicated during the test. The a/d outputs were within the normal range for the upstream and downstream occlusion sensors. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pump underwent standard periodic maintenance.

Event description:
It was reported that a smiths medical cadd solis vip 2120 pump had a dsl error. No adverse patient effects were reported.